Event description:
Foley insertion kit was opened. Insertion process was started until this registered nurse noticed that the 10ml syringe filled with sterile water was 1/2 empty and the cap was missing. This registered nurse stopped procedure and kit was discarded and a new foley insertion kit was used for patient care. Surestep foley tray system, bard, ngjq0809.